Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Base of the gall bladder. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing?no. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. Did somebody other than the primary surgeon fire the instrument? No. If so, whom?

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device at the base of the gall bladder and then noticed some blood oozing they also noticed the formation of the malformed clip had a gap. When irrigating around the clip it fell off and bleeding occurred; this was controlled by cautery. They used endo loops to reinforce the clips and complete the procedure.